Event description:
A registered nurse complained of questionable inr results for 2 separate patients tested on two different coaguchek xs meters compared to the results from an unknown laboratory method. One patient was performing testing on a personal coaguchek xs meter (serial number unknown) using test strip lot 29415123. The other patient was tested on a professional coaguchek xs meter (serial number (B)(4)) using strip lot 29779012. This medwatch will cover strip lot 29415123. Please refer to medwatch with patient identifier (B)(6) information on strip lot 29779012. At 9:00 am on (B)(6) 2018 the result from the unknown serial number meter was 4.2 inr. At 9:34 am on (B)(6) 2018 the result from the laboratory was 2.6 inr. The patient's therapeutic range was 2.0 - 3.0 inr. The patient's results were reported to their nurse who considered the laboratory results to be correct. There was no allegation of an adverse event. The patient is anemic with a hematocrit of 39.4%. The patient has not changed their coumadin dosage, is not on any new medications, no changes in diet, does not have antiphospholipid antibodies, no new illnesses, and had no symptoms of bruising or bleeding. Retention test strips (29415123) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The returned test strips were tested on a retention meter with liquid qc. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.0 - 3.0 inr). All measurements were without error messages. Qc 1: 2.5 inr; qc 2: 2.6 inr; qc 3: 2.5 inr. No information was provided in the complaint case that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.